Event description:
The customer reported the probe and the wash station on the ortho prove analyzer dripped fluid with no posted error messages. The incident occurred at the beginning of a run. Reagents or samples were not contaminated; no erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and/ or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The user detected the issue, preventing erroneous results from the being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer determined the pressure was out of specification. Incorrect pressure/vacuum in the fluidics system can lead to probe drip. The fe cleaned the pressure regulator and performed the appropriate adjustments to return the instrument to expected operations. This customer has not logged any complaints against this analyzer since the incidents.